Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that in the last 6 to 8 months, he experienced issues with the insulin pump. He stated that when he changed his insertion site, once he got the infusion set in the insulin pump, the device would alarm no delivery. He stated that this occurred 3 to 4 times the night prior. The blood glucose reading was 157 mg/dl. The customer was unable to troubleshoot for the matter since he was able to prime the insulin pump successfully prior to the call. He declined return of the reservoir and infusion set for analysis. He requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.